Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the flex cable assembly which connects the user interface pcb to the pcb stack. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer (biomed) initially reported that their device had a service indicator illuminated. The customer later called back and stated that their device is locking up during the boot up process. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed flex cable assembly and observed damage at both ends of the cable. The damage to the cable contributed to the reported failure of a failure to boot properly.the cause of the observed damage could not be conclusively determined.